Event description:
The customer reported the system's cine function was non functional including an inability to playback cine runs and save images. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.